Event description:
It was reported that the patient has had recurrent infections around the abutment site since 2006 (dates not reported) and was most recently treated with a zithromax z-pak (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4).